Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in australia as follows: it was reported on (B)(6) 2023, that multiple plates were damaged, and some have not been found since the set arrived at hospital loans. The set arrived without the black strap secured or wrapped tightly in any plastic wrap; 2 plates are bent and 3 plates are missing. - 04.503.062 - 7 out of 9 / 1 is bent and 1 is missing - 04.503.073 - 1 is bent / only have 1 left in set - 04.503.061 - 4 instead of 6 / 2 missing this complaint has been logged after a review of historic delivery service issues, this review was prompted by a jjrc audit finding jjrc audit ref# (B)(4) observation #3 no further information is available. This report is for one (1) matrixneuro cran-pl straight w/cent-space this is report 1 of 2 for complaint (B)(4).